Manufacturer narrative:
This event occurred on an unspecified day in (B)(4) 2017. Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was underinfusing. The device was filled with 56ml 5fu and 28ml diluent glucose 5%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: june 22, 2016 ¿ june 23, 2016. The device was returned containing approximately 84 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.